Manufacturer narrative:
This supplemental report is being submitted to provide the results of the review of the device history records (DHR). A review of the DHR for the concerned lot indicated there was no anomaly related to the reported device issue.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation of the reported ¿partially burned teflon pad¿. The device was attached to the test generators, usg-400/esg-400, and a probe check was performed; the device passed the probe check. Both switches were checked and found both switches are functional. A visual inspection was performed on the device; there was large amount of tissue build up at the jaws. The ptfe pad (teflon pad) was inspected and found a burn at the distal tip with metal exposure. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit; however, there is char marks throughout. The wiper movement, the consistency of movement of the handle and jaw, the handle load and the rotation of the knob torque were normal. Based on the evaluation and similar reported events, the likely cause of the damaged teflon pad was attributed to the operator's technique from no tissue or insufficient tissue between the probe and jaw during activation of the device. Also, the following details are found in the instruction manual as warning. Do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Prepare a secondary method for achieving hemostasis or desection, e.g. A spare of the thunderbeat instrument, and a back-up of the transducer.

Event description:
The manufacturer was informed that during a therapeutic procedure, the doctor was performing a seal and cut when the teflon pad became partially burned. The user facility reported there was no device fragments that fell inside the patient and there was no metal exposed. There was no patient injury reported. The intended procedure was completed with a new handpiece device. The generator settings were 2:1. The device and connection points to the generator were inspected prior to use and there were no abnormalities noted.